Manufacturer narrative:
(B)(4): eval, results: pt vessel/lesion morphology. Stent deformation and failure to deliver device. Stent. Eval, conclusion: pt vessel/lesion morphology. Eval summary: a number of struts on the 10th proximal stent segment were raised and stretched distally.

Event description:
The physician was attempting to implant a 2.50 mm diameter x 18mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. The pt was reported to have diffuse disease in the lcx and the physician completed the procedure without deploying a stent at the lesion site. No pt injury occurred and no clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the u.s distributed product (B)(4).